Manufacturer narrative:
(B)(4). Batch # m54n8e. Additional information: was the tissue transection taken in one or multiple firings? One firing were there any issues with staple formation in the initial procedure? If yes, please explain. No. Was the force to fire higher or lower than expected? Same as usual. Please clarify the correct surgeon name. Mr. (B)(6). The analysis results showed that the cs40g device was received sterile and in good visual condition and with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that after a right hemicolectomy procedure, patient re-admitted to the hospital in critical condition suffering from sepsis. Five days after the right hemi colectomy. Leaking fecal matter from the staple line, at every staples site. The abdomen is open with drains and packing in it to dry and get rid of the fluid. Patient is in critical care unit. It is unknown what was used to complete the procedure.